Event description:
On 11/20/92 rptr had disc excision at l4, 5 and s1 with mass fusion and segmental fixation using MFR's spinal instrumentation system with pedicle screws. In 12/93 the screws were found to be loose. He had further surgery on 12/8/93 and the dr replaced the system using larger pedicle screws. As of report date, he is not feeling any relief. He feels the pedicle screws are producing most of his pain.